Manufacturer narrative:
(B)(4). Information unavailable. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device cut but did not staple. Surgeon used sutures and another like device to complete the procedure. There were no adverse consequences for the patient reported.